Event description:
It was reported to philips that the geometry was resetting repeatedly after system startup on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service checked the logs, scheduled follow-up work, and returned the system with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).